Event description:
It was reported via a survey that a patient had peritonitis while on peritoneal dialysis(pd). Upon follow-up, the patient reported the peritonitis event occurred years ago (date not provided) while using a fresenius cycler for pd treatments. The patient stated the cause of the peritonitis was unknown. However, there were no reported issues with a fresenius device, or product in relation to the peritonitis event. No further information was provided.

Manufacturer narrative:
Correction: b3 additional information: b5, h10 clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient¿s peritonitis event. However, there were no reported malfunctions or product deficiencies with the fresenius cycler or fresenius cassette in relation to the event. Based on the information available, the cause of the peritonitis can not be determined. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Manufacturer narrative:
Additional information: g1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this customer regarding to liberty cycler set product been delivered. Since the lot number is unknown a search on the system was performed of the lots delivered to the customer, with a time frame of three months before of the event date no information was found on the system from this customer regarding to liberty cycler set been delivered. The lot number is unknown, therefore, the number of complaints to trigger a nonconformance report could not be determined. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient had peritonitis while on peritoneal dialysis(pd). There is no further information available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had peritonitis while on peritoneal dialysis(pd). There is no further information available.